Manufacturer narrative:
(B)(4). Event evaluation: a review of the complaint history, device history records and literatures was conducted for the purpose of this investigation. No imaging provided and no product returned, so the investigation is based on the information provided only. Therefore, it is impossible to comment on the alleged perforation of vc and embedment of the filter. Also, it is impossible to comment on the reported fracture of a primary leg as well as a secondary leg and the difficult filter retrieval. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is cook¿s experience that fracture of filter legs is due to unidirectional bending fatigue. The type of fatigue is a high cycle fatigue where cyclic low stresses with low stress concentrations were applied to the filter leg. The bending moment of the filter leg may be introduced by different scenarios that in some instances will change the filter¿s original configuration, e.g. By perforation of the ivc wall, or by caught in a body structure (e.g. Renal vein). Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Also, from the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Lot# and catalog # are unknown, but tulip filter is manufactured/inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Based on this evaluation, we are unable to determined the root cause for this event.

Event description:
According to the complaint: the patient was implanted with a cook gunther tulip filter on (B)(6) 2006. Additional information provided on 11apr2016: per the patient profile form (ppf), the gunther tulip filter was placed due to blood clots. The limited medical records provided show that the filter was deployed in the left renal vein. It was inserted, positioned and deployed under constant fluoroscopic guidance. Per the ppf, the filter retrieval and selective catheterization of the femoral vein were due to perforation of vena cava and embedment of the filter. The final report provided by plaintiff shows a retained fracture primary leg was not retrieved as it was noted to be extravascular. A very small part of the a secondary leg could also not be retrieved because it was embedded in the wall of the inferior vena cava. During retrieval, a second access site was required to allow for insertion of a 7-french sheath. Subsequently, a 14 mm balloon catheter was inserted over .035 guidewire and positioned at the level of the inferior vena cava filter. Several attempts to engage the filter were performed but unsuccessful. Attention was directed to the right internal jugular vein access for insertion of a 12-french sheath. Through this access, a 5-french sos omni was introduced over a .035 guidewire and positioned within the apex of the filter. The filter was removed using an over sheathing technique. The filter demonstrates one of the primary and one of the secondary legs to be fractured. This fracture fragment appears to abut the vertebral body. Further inspection demonstrates the presence of a retained fractured piece of the primary leg and a secondary leg to be extravascular.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 10/03/2015 as follows: the plaintiff allegedly received the filter implant via the right common femoral vein on (B)(6) 2006 for dvt with anticoagulation contraindicated. The device was removed on (B)(6) 2014; however, subsequent examination allegedly showed that two pieces of the filter were not successfully retrieved. The plaintiff alleges fracture, migration, vena cava perforation, tilt, and abdominal pain.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
According to the complaint: the patient was implanted with a cook gunther tulip filter on (B)(6), 2006. The patient lives in (B)(6) and lived there at the time of placement. It is alleged that the patient was injured. Further details have been requested but not provided.